Event description:
It was reported that during a follow up in clinic, oversensing due to noise was noted on the right ventricular (rv) lead resulting in inappropriate therapy. An rv lead replacement procedure was attempted, however, due to the anatomy of the patient, the replacement rv lead was unable to be implanted. The rv lead remains implanted and the system was deactivated. The system is anticipated to be replaced with a subcutaneous implantable cardioverter defibrillator. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the right ventricular lead was capped and the system was replaced with a subcutaneous implantable cardioverter defibrillator system (s-ICD) to resolve the event. The patient was in stable condition.